Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician suspected they may have inadvertently cut the lead. The lead was not used and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.